Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cracked downstream occlusion (dso) sensor. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that customer issue was confirmed. The seal is cracked. Visual test was performed. Dso seal will be replaced. Resolution of the reported issue was confirmed by the technician and the device will been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.